Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed. (B)(4).

Event description:
As reported by user facility: a spike in central line-associated bloodstream infection (clabsi) rates since converting to caresite design. Attributed to it's inability to completely clear or flush the blood from interstitial space.